Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The air gas module was replaced and the ventilator then passed safety and functional tests. The replaced part was not returned for investigation and no ventilator logs were provided. The root cause of the reported failed gas supply test during pre-use check has not been determined.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).